Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported high threshold could not be conclusively determined. (B)(4).

Event description:
During a device replacement procedure, high threshold was noted on the right ventricular lead. An insulation defect was suspected however, x-ray examination showed no anomalies. The lead was explanted and replaced with no adverse consequences to the patient.